Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was unable to be found upon interrogation. It was noted that the device was no longer in the device pocket. The icm remains in use. No patient complications have been reported as a result of this event.